Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 + on a patient with degenerative leaflets, friable leaflets, and cleft-like indentation between p2-p3. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after a few minutes post deployment, imaging revealed that the clip had changed its position and was more stable on the anterior leaflet than on the posterior one; the clip had slipped down on the posterior leaflet (partial clip movement). In the physician¿s opinion, the clip had not fully detached from one leaflet, and that there was possibly a leaflet laceration due to the structure of valve tissue. No additional clips were implanted. The procedure was completed and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.